Event description:
Spontaneous report was received on (B)(6) 2013 from a pt (demographic not provided), initials (B)(6), with knee pain. The pt's medical history was significant for previous medical device implantation with orthovisc and she had an acute allergic distress including enormous swelling and pain in the knee and breathing distress (after third shot). On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection (dosage regimen and route of administration not provided) in both knees. The pt developed allergic response immediately. The lot number of synvisc was not provided. Treatment with synvisc was permanently discontinued. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The causal relationship between synvisc and the event was not provided. Follow up info was received on (B)(6) 2013 from a consumer regarding the clinical course. The pt's medical history was significant for "buckling following crunching", and pain which was extremely bad for which the pt underwent magnetic resonance imaging (MRI) and was discouraged with the results. It was reported that the pt was recommended arthroscopic surgery (15-18 years ago) but the pt was not ready at that time for surgery. On unk dates, the pt received synvisc shots to which pt developed allergic reaction. Next (after receiving treatment with synvisc shots), the pt received treatment with orthovisc (previously reported as pt's medical history) but with second shot (previously reported as third shot), the pt again developed allergy; accompanied by extreme swelling and pain. Later on unspecified dates, the pt received cortisone shots (location of shots unspecified) from a rheumatologist for (ra) which seemed to tone down the knee pain and problems.

Manufacturer narrative:
Follow-up info was received on (B)(4) 2013 in the form of qa (quality assurance). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: the causal role of the synvisc cannot be excluded for the occurrence of the allergic reaction, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.